Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere san diego. Alere san diego updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere san diego (reference (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested in-house clinical hcg negative urine samples; all results were negative at 3 minutes read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the insufficient information provided and without patient specimen in-house analysis.

Event description:
It was reported that there were 3 patients that had false positive results on the hcg cassette test. Only specific information for one patient was available. A (B)(6) female's pre-surgery urine hcg test had a positive result, therefore the scheduled hysteroscopy polypectomy dilation and curettage was postponed. It was confirmed with a negative blood test beta quant < 5 miu/ml. Troubleshooting included a discussion about potential sources of error including opening the foil pouch prematurely, flooding the device (dispensing more than 3 drops), interpreting past the designated read time (a sub-lod given enough time, nsb past 10-minute mark), visible precipitate no allowed to settle/spin.